Event description:
The reporter indicated that he believes there is a problem with the pt's vns system. The reporter stated that a high impedance reading was observed and when the pulse generator was interrogated, the output was found to be at 0ma. This would result in the pt not receiving the intended therapy. The pt was initially receiving efficacy with the vns system, but recently has lost efficacy. An x-ray was taken, and there were no apparent lead breaks. Report is incomplete because attempts (1 fax, 1 phone call) to obtain additional info (patient and product info) from dr has been unsuccessful to date.